Event description:
It was reported, that bleeding occured. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced bleeding at the insertion site and had saturated the sensor. No other patient symptoms were documented. They attempted to apply pressure with a paper towel, but the bleeding did not stop. The reporter transported the patient to the hospital where various methods were attempted to stop the bleeding. The staff applied pressure for (B)(6) hrs, used clotting crystals, and a machine to put pressure on the site. After (B)(6) hrs, the bleeding stopped. The patient was discharged from the hospital after. Of note, it was reported, the bleeding was the result of blood thinners and a pierced vein, during insertion. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed. And probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medical device problem code: 3191, patient was unable to identify device issue. Therefore, a more specific code could not be selected.